Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc checked the endoscopic image with the following condition, however there was no abnormality of the endoscopic image. - the bending section was angulated for various directions. - the video connector was inserted and removed from the video system center for multiple time. - the light mechanical impact was applied to the video connector. - the long time burn-in test was performed. - the distal end and the video connector was heated with the hair dryer. - the distal end was heated and cooled alternately. Also omsc checked the subject device and found that there was no leakage on the subject device and there was no damage and abnormality on the electrical contacts of the video connector. During the disassembled check of the subject device, omsc found that the cover of the ccd cable was damaged and kinked, and the shield inside the ccd cable was exposed. It was considered that the exposed shield contacted to the metal part of the rigid section of the subject device and it caused the electrical short and then the reported phenomenon. The exact cause of the damage of the ccd cable could not be conclusively determined, but there was the possibility that the excessive external force such as the twisting or bending, was applied to the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. However, the evaluation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the unspecified laparoscopic surgery with the subject device at the user facility, the endoscopic image became sandstorm display, and the scope communication error message (e216) was displayed on the monitor. The user facility cleaned the connector section of the subject device and reconnected it to the otv-s300 used in combination, but the issue could not be resolved. The user facility changed the laparoscopic surgery to an open surgery, and completed the procedure. The user facility did not provide other detailed information.